Manufacturer narrative:
The events of "capsular contracture" and "seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture", "capsular contracture" and "seroma".

Event description:
Patient reported "rupture", "capsular contracture" and "seroma". This record is for the left side. The device status is unknown.

Event description:
This record is un-reporting due to device not PMA approved.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d3, d4, d6b, g2, g4, h4